Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles/ gaps were observed along the infusion set tubing. The customer's blood glucose level was 160 mg/dl. Reportedly, the customer replaced the cartridge and tubing to resolve the issue, and continued using the pump for insulin therapy.